Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): upon analysis it was reported that there were no anomalies found, and there was blood in/on the helix mechanism. The full lead was returned for analysis.

Event description:
It was reported the lead was twisted accidently during the implant procedure. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.